Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of the patient screening CT scan 3mensio report showed calcification that was present in the landing zone. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was unable to be confirmed as no procedural imagery or event device was returned. Available information suggests calcification likely contributed to the event as the provided 3mensio shows calcification was present in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is still ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that the 23mm commander delivery system (ds) had been prepared with 2cc additional volume. During the transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve that was deployed with nominal volume, after valve deployment the ds balloon ruptured longitudinally. They took their time to pull the balloon into the 14fr esheath+. They were able to pass it through the esheath with no issues. The entire ds was removed successfully. A small longitudinal tear was observed on the balloon; the rupture originated from the proximal end of the balloon and extended towards the pusher direction. There was no vascular injury. The patient is in stable condition.